Manufacturer narrative:
Upon receipt, device was run by pir coordinator. The pump was set to deliver 1000ml at 125ml/hr. Infused 1010.6ml, which is within specification. Forwarded to qa for additional testing. The pump met all delivery specifications when tested by qa. Further testing will be performed by failure analysis technician and qc. These results will be reported when final evaluation is completed.

Event description:
Reportedly, vein erupted on a two-month old patient and filled hand up to arm. A severe infiltration on the patient was noticed in 2007 at 7:50am. The IV was started on the day before at 10:27am. Biomed technician was informed that the child was not checked on during the night. The occlusion limit was set to 300mmhg. Facility had "dedicated setting" of 300 occlusion. Biomed technician asked what the occlusion should have been set to for a two-month old. The nurse informed biomed technician that the time to alarm was too long and the nurse didn't hear the alarm in time. The patient's arm was puffed/swelled up all the way to the shoulder. The child had slept on the IV tubing. The IV was in the hand. Compressed fingers and gave tylenol for pain. The patient was sent home and is doing fine. Athens regional reported on variance report. This is a new device, but was used on floor on prior patients. Pump did alarm and seemed to work correctly per biomed technician.